Event description:
It was reported that the right ventricular (rv) lead had high threshold, high pace/sense impedance. The rv lead pace/sense portion will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2001. (B)(4).